Event description:
The initial reporter stated they observed a shift in quality control recovery for ise indirect k for gen.2 on the cobas 6000 c (501) module after an ise system reagent was changed on (B)(6) 2021. Control recovery returned to normal after the ise system reagent was changed again. The customer also noted they have been having issues with ise noise errors, but these have been resolved. The customer provided data for one patient sample that had discrepant k results due to the issue. The sample initially resulted in a k value of 4.3 mmol/l, which was reported outside of the laboratory. After changing the ise system reagent again, the sample was repeated, resulting in a value of 3.6 mmol/l. The repeat value was deemed correct. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021. The k calibration did have a calibration error alarm, but controls were within range after this calibration. The customer saw a large upward spike in quality control recovery after the system reagent change, but controls were still within range prior to the event. The customer stated that the user did not use a dedicated cover to protect the ise reagent bottles when replacing the system reagent. Per product labeling: "caution! Liquid from the tip of the tube may drop into another ise reagent and may lead to false results. Place the dedicated cover over the ise reagent bottles." Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was caused by the customer not using the dedicated cover to protect the ise system reagent bottles.